Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d6a, g3, g6, h2, h3, h6, h11. The revitan stem was returned for investigation, with the femoral head still mounted on the taper of the proximal part. Upon receipt, the revitan stem was found disconnected at the connection between the pin and the distal stem body; the proximal stem and the pin remained assembled. Scratches and nicks were observed on all surfaces of both the proximal and distal parts, most likely caused by the revision surgery. No bone ongrowth was visible on the anchoring surface of the proximal part. A finely polished area was noted on the medial side, including fine horizontal polishing lines, which may indicate loosening. The visible portion of the connection pin is no longer in its original condition and exhibits a combination of polishing, smearing, and wear. Additionally, a newly formed groove was observed at the transition between the press-fit and chamfered regions.. Bone attachments were present around the anchoring surface of the distal part. Further revision-related damage was noted in the form of a drill hole, which was most likely created to remove the stem from the bone. The borehole of the distal part showed wear, with visible thinning of the wall on the medial side. Additionally, a newly formed ledge was observed on the lateral wall, and one side of the distal part had fractured into two small pieces. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed. Based on the observations from the retrieved components, it can be assumed that the connection between the pin and the distal stem body became disconnected at some point during in vivo use. This disconnection allowed relative movement between the pin and the distal stem body, leading to the wear and changes observed on the connection pin, on the face surfaces, and in and around the borehole of the distal stem body. Ultimately, wear on the distal stem body led to a medial tilting of the proximal part. Over time, the resulting instability may have progressed to the point where one side of the distal component fractured into two small pieces. While potential signs of loosening were also noted on the proximal part, it remains unclear whether this potential loosening preceded or followed the disconnection of the pin. If the proximal part was loose before the disconnection, it might have caused or contributed to the disconnection. However, the reason for the initial disconnection of the pin cannot be determined. Furthermore, as the concomitant products used in combination with the revitan stem are unknown, it cannot be determined whether the device combination may have caused or contributed to the reported issue. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 20 years post-implantation due to revitan stem fracture. Attempts have been made and no additional information on the reported event is needed at this time.

Event description:
It was reported patient underwent hip revision after an unknown amount of time post implantation due to revitan stem fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 01.00402.065, revitan prox. Cylindrical 65, lot # 2204000. Item # 19.28.07, metasul hd 28mm l 12/14, lot # 2223590. Item # unknown, unknown cup, lot # unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.